Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using Novolog insulin. Tandem Customer Technical Support informed customer that Novolog insulin is indicated for use with Tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a manual insulin injection.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.